Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated properly, revealing the eri battery status. The device was implanted for about 39 months and 15 charging cycles were recorded in the devices memory. Next, the ICD was subjected to an electrical analysis and revealed an elevated current consumption. Therefore, the device was opened and the inner assembly was inspected. The visual inspection revealed a damaged high voltage capacitor and crystalline deposits of the damaged capacitor were found on several electronic components. The measurement of the battery voltage showed a depleted battery. Therefore, the capacitor was sent to the manufacturer for further investigations. The analysis at the manufacturer confirmed the capacitor damage, which caused fluid leakage on the circuit board. This led to an increased current consumption, draining the battery and therefore, to the clinical observation. In conclusion, the clinical observation resulted from fluid leakage of a high voltage capacitor on the circuit board. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
It was reported that the device was explanted due to premature battery depletion approx. 39 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.